Event description:
Additional information: the medication used in the pump was lioresal (baclofen). Manufacturer device registry shows this device as inactive since (B)(6) 2006.

Event description:
The patient had a pump that "only lasted 2 months"; the reason was unknown. It was noted that the patient's pump did not last 7 years "as stated". The reporter indicated "that items were sent back but could never be found". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, lot# l69144, serial#, implanted: 1999 (B)(6), explanted: unk. (B)(4).